Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level of 35 mg/dl. Customer was assisted with programming the meter and adding the meter ID. Customer had a soda and stated that she was going to drink it earlier but she got busy. Customer was advised to start drinking it now. Customer's blood glucose went up to 54 mg/dl within 15 minutes of drinking some soda. Customer seemed to be alert and aware. Customer has her husband and mother-in-law at home with her and they are aware that her blood glucose is low. Customer will continue to monitor her blood glucose.